Manufacturer narrative:
Litigation papers allege after surgery, patient experienced severe pain over a period of time which hindered her ability to walk and required various pain medications. It is also alleged in (B)(6) 2011, patients physician detected high levels metal - cobalt and chromium - in her blood.doi: (B)(6) 2009 - dor: no revision reported at this time.the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege after surgery, patient experienced severe pain over a period of time which hindered her ability to walk and required various pain medications. It is also alleged in (B)(6) 2011, patient's physician detected high levels metal - cobalt and chromium - in her blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.